Manufacturer narrative:
(B)(4). The defective spring arm was replaced by maquet service. This malfunction was previously addressed in the u.s. Through the device correction.

Event description:
During the intervention, the spring arm of a surgical light broke on the weld. The light head was retained by its cables. The operation was completed without any problems for the patient, and no injuries were reported. (B)(4).